Manufacturer narrative:
Date of event: unknown, the date of event was reported to have happened - ¿about a week ago¿. Lot #- unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a rosch-uchida transjugular liver access set was used on an unknown patient during a transjugular intrahepatic portosystemic shunt (tips) procedure. As reported the 10 french sheath was leaking from the hemostatic valve. As reported, the patient was reported to have had a "good outcome". As reported, the patient did not experience any adverse effects. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Correction: b5 b5 - description of event: it was initially reported that a rosch-uchida transjugular liver access set was used on an unknown patient and leakage was found from the hemostatic valve of the 10 french sheath. However, that described complaint was recorded under medwatch report #1820334-2019-00282. This medwatch report was opened to record other past events similar to medwatch report #1820334-2019-00282. The description of event should read as follows: it was reported under medwatch report #1820334-2019-00282 that a rosch-uchida transjugular liver access set was used on an unknown patient and leakage was found from the hemostatic valve of the 10 french sheath. The customer also reported that "this has happened 1-2 times per year; the doctor uses about 30 devices per year." This report records the past unspecified events per the customer's statement. As reported, the patients did not experience any adverse effects or undergo additional procedures due to this failure mode. Additional information regarding the details of the past events has been requested but is currently unavailable. Investigation - evaluation a review of the complaint history, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: ¿1. Ensure that the inner diameter (ID) of the sheath is appropriate for the maximum diameter of the instruments to be introduced.¿ based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10.